Event description:
Meter read 533 mg/dl at 1245 and read 260 mg/dl at 1255, however a lab measured 196 mg/dl within 17 mins. Controls and linearity were reportedly ok and no treatment made based on meter results. No product reportedly returned for evaluation.